Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that on (B)(6) 2026, the patient underwent surgical intervention to replace the leads. Therapy was restored postoperatively.

Manufacturer narrative:
Correction section b5 should have included surgical information rather than being blank. Correction section d6b should have been (B)(6) 2026, rather than blank. Correction section h6 health impact code should have included 4629 - device revision or replacement. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.